Event description:
It was reported that difficulty recapturing the filter occurred. The target lesion area was located in the internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, after deployment, the filter bag could not be recaptured within the sheath. The device was removed by removing it in a deployed state then retrieved fully once the filterwire was inside the guiding catheter. The procedure was completed with another of same device. No patient complications were reported.